Manufacturer narrative:
As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed.

Event description:
According to the available information, the implant was removed and replaced due to the patient request for a larger sized implant.